Manufacturer narrative:
Integra lifesciences engineers completed the investigation on (B)(4) 2014. The following was provided; DHR; trend; failure; analysis; and root cause: DHR: the manufacturing paperwork was completed correctly, following company work instructions. The monitor was produced in april 2013. Of particular note, the test record shows that the test \"animated display correct\" was performed satisfactory, both at the initial functionality test and the final release test prior to the unit being released. Trend: all customer complaints for cam01 monitors are collated, analyzed (by failure mode) and presented for review by (B)(4). Failure analysis; root cause conclusion: the cam01 monitor results were confirmed monitor had no display due to faulty lcd flex cable. There is no indication in the investigation as to the cause of this failure. The device involved in the reported incident has been received for evaluation. An investigation has been done based upon the reported information and the investigation. This complaint is considered closed.

Event description:
It was that a cam01 had a "bad display".